Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a benchmark 6f 071 delivery catheter (benchmark) for a medical procedure, it was noticed that the round wire braiding unwound into the hub of the benchmark. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the subject benchmark coil wind was embedded inside the hub. The benchmark was ovalized approximately 35.0, 51.0, 56.5, 102.0, and 109.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the subject coil wind was present inside the hub. The coil wind inside the hub of the benchmark was embedded inside the clear over molded material. Therefore, the coil wind does not interfere with the inner lumen of the subject benchmark. Further evaluation of the returned device revealed that the catheter shaft was ovalized in multiple locations. These ovalizations were likely incidental to the reported issue and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Contact phone: (B)(6).